Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, suture, link, needles and cuffs were not returned. Device analysis revealed the lever had been closed and the foot had been retracted into the guide. The pre-tied knot was unraveled. The posterior needle tip had been ejected from the shank and scraped marks were observed on the posterior needle barb. The posterior needle tip had been detached from the posterior cuff. A device in this condition would not have achieved hemostasis. A review of the lot history record revealed no non-conformances/exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The proglide device was returned to an abbott vascular representative with no information provided. There was no reported device issue and no reported patient issue. No additional information will be provided by the site. Subsequent preliminary returned device analysis by abbott vascular, on (B)(6) 2015, revealed blood in and on the device. The pre-tied knot was unraveled. The posterior needle tip had been ejected from the shank and scraped marks were observed on the posterior needle barb. The posterior needle tip had been detached from the posterior cuff. A device in this condition would not have achieved vessel closure or hemostasis.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.